Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 427 mg/dl and result in the 100's (mg/dl), 237 mg/dl and 120 mg/dl. The reported results were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.